Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during a ventricular tachycardia (vt) episode and the patient received inappropriate therapy. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.